Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Future date.

Event description:
It was reported, the pt had not recharged the ipg for over three months. The sjm rep met with the pt and both external device would not communicate with the ipg. It was reported that the physician planned to undertake surgical intervention to replace the ipg at a future date.